Event description:
It was reported that one flogard infusion pump was observed with the condition of "battery doesn't charge". There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and review of the alarm log. The root cause of the of the battery issue was confirmed as an f49 alarm code. The cause of this failure was determined to be the cable between transformer and power supply board disconnected which caused the batteries to not charge. The ribbon cable was reconnected and the battery was replaced to resolve this issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.